Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported warm sensation at the evoke closed loop stimulator (cls) implant site following prolonged use, which was associated with pain at the cls implant site. The patient received pain injections at the cls implant site to resolve the reported event.